Event description:
It was reported that the left ventricular lead had intermittent stimulation which was resistant to programmable repositioning. The left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.